Event description:
Customer reported that the bearings were overheating. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was not functioning properly. This was attributed to ineffective cleaning and maintenance. Various parts were replaced. Device was repaired and returned to the customer.